Event description:
Leica microsystems (schweiz) ag received a complaint from india stating that a provido had a failure of the main and the back-up illumination during a surgical procedure. There was no patient injury.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Manufacturer narrative:
This is a final report. The investigation revealed that the malfunction was caused by a short circuit in the communication cable, which subsequently led to a communication problem on the controller board. The short circuit was most likely caused by a loose contact/pin of the cable (cable adapter) on the pcba. A review of the complaint statistic did not show any case with similar or identical failure mode. It can be concluded that the reported issue is an isolated, random component failure with no indication of design or manufacturing issues and no evidence of an adverse trend. Replacing the can handle cable effectively solved the problem. After the replacement, the device worked according to specifications and there were no further issues.

Manufacturer narrative:
UDI / gudid related data quality updates only.